Manufacturer narrative:
The insulin pump had constant motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test or verify alarm in the alarm history screen due to motor error alarm. The insulin pump had minor scratched display window, cracked display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was over 100 mg/dl. The customer reported exposing the insulin pump to a magnetic resonance imaging machine. Customer also reported a motor position encoder error alarm occurring after. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.